Event description:
On (B)(6) 2011, I was treated by the (B)(6) emergency room after feeling discomfort following a physical workout. Tests showed no major problem and I was sent home. I was called back to the hospital the following day for additional testing and admitted to (B)(6) in order to undergo a cardiac catheterization on (B)(6) 2011. I was assured by the cardiologist that he probably would not find any blockages, was told that I would be awake during the procedure, and as a result, I consented to the catheterization procedure. While heavily sedated during the advent of the procedure, I was asked to give consent to be rendered unconscious. My last words before becoming unconscious were that I did not want a stent. The cardiologist inserted a stent. Prior to the procedure, there was no explanation that a stent was permanent (could never be removed). The adverse effects of the stent were not explained. Since having this procedure, I have had terrible cramping and spasms in the middle to left quadrant of my chest. Neither the cardiologist nor boston scientific provided full disclosure of the ramifications of the stent: that it is permanent, can never be removed, and causes intermittent cramping and discomfort. I believe that my heart is continually trying to reject this foreign object which was implanted within it. I urge you to look closely at the use of stents, the failure of doctors and boston scientific to fully disclose the permanence and serious after affects which are present once the stent is implanted. I question the relationship of boston scientific to the community of cardiologists. I would like to know whether cardiologists are compensated by boston scientific in any way for using their stents. I deeply regret that this was done to me.